Event description:
Pt had catheter placed in march and it functioned satisfactorily until recently. Plain x-ray showed fracture of the catheter in the epidural space. Catheter was located and easily withdrawn and a new spinal catheter was inserted.